Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous lesion exhibiting 88% stenosis located in the rca. The device was inspected no with issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross the lesion, while attempting to cross the lesion a strut of the stent became deformed. The device was not deployed in the patient. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
Image review: the images capture the rca with multiple lesion sites evident. In the next images, deployed stents are visible in the rca. There were no images capturing the delivery or successful deployment of these stent devices prior to this image. There were no images capturing the attempts of trying to deploy the complaint device. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the inner member at the 20th distal stent. Deformation was evident to the 20th distal stent wraps with struts raised. No deformation was evident to the distal tip. Deformation was evident to the distal shaft 12.7cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.